Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that post operatively a patient experienced corneal edema and ophthalmic steroids were given as a treatment. It was informed that ophthalmic console were used with patient. The patient still had symptom of corneal edema. Additional information has been requested, but none received to date.

Manufacturer narrative:
No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).